Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. There was no significant bleeding observed. A chest tube was placed, and the patient required hospitalization. The physician does not believe that an ion product caused or contributed to the pneumothorax. Currently, the patient is reportedly ¿doing well.¿ intuitive surgical (isi) conducted several attempts to contact the customer to obtain additional information. However, as of the date of this report no new information has been provided by the customer.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. A review of the site's complaint history revealed no additional complaints related to this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient required hospitalization. At this time, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacturer.